Event description:
It was reported that the patient presented for a pacemaker implant procedure. During the procedure, a lead was plugged into the pacemaker. The pacemaker then lost radio frequency (rf) telemetry to the programmer and switched to backup vvi operation. The device was checked with the telemetry wand which confirmed the backup vvi operation. An attempt to restore the device was made but it was not possible. The physician then replaced the pacemaker and completed the procedure without any issue.

Manufacturer narrative:
The reported event of backup vvi operation was confirmed. Analysis found the device triggered backup operation due to power on reset during the implant procedure. The radio frequency communication was disabled due to the backup operation. The cause of the power on reset was not reproducible in the laboratory and was not identified. The device was tested using automated testing equipment and no other anomalies were found.